Manufacturer narrative:
On (B)(6) 2016 - we have requested the product be returned to the manufacturer. The product has not been received to date. The consumer admits to leaving the product on the chair. It is stated in the ib that the product should not be left unattended. On 10/23/2020 - per FDA representative ((B)(6)), we have been requested to resubmit our initial reports due error's or duplicate reports from the 2016 - 2017. The reports we be resubmitted to satisfy the FDA's request. Good morning, dear mr. (B)(6).

Event description:
On (B)(6) 2016 - the consumer alleges that the heating pad has caught on fire. The consumer admits to having the heating pad on the chair.